Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera of the subject device did not focus and the cord was broken. The event was identified during preparation and prior to sedation. There were no reports of patient harm.

Event description:
It was reported the camera of the subject device did not focus and the cord was broken. The event was identified during preparation and prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure of cord is broken was confirmed, and the reportable malfunction of camera will not focus, was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: poor color image. Based on the results of the investigation, since the customer¿s allegation of camera will not focus was not reproduced, a root cause could not be identified. For the reported malfunction of cord is broken, it was due to a cut on cable and for poor color image it was due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.